Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3550-54, product type accessory. (B)(4). Analysis of the desktop charger (serial # (B)(4) found a broken connector.

Event description:
The consumer reported that the recharger was not recharging. It was stated that there was a coupling problem. It was noted that the patient would have to tighten the recharger belt so tight that it would hurt after thirty minutes and it felt like the patient¿s circulation was being cut off. It was further noted that the patient¿s recharger had ¿died.¿ it was stated that the ¿piece that goes into the recharger to make it charge broke and fell out.¿ the connector pin broke off in the implantable neurostimulator recharger (insr) and the patient was unable to remove the connector pin. It was stated that the patient¿s ¿back had not charged in a week¿ and the patient was in a lot of pain. It was noted that the patient was taking vicodin in the mornings because she wasn¿t able to charge her implantable neurostimulator (ins). It was further noted that the patient programmer would show that the ins was ¿completely dead.¿ relevant medical history included failed back surgery syndrome and spinal pain.